Event description:
It was reported that the patient presented for a device exchange procedure. Prior to the procedure, it was observed that the right ventricular (rv) lead exhibited high pacing impedance and r-wave amplitude variation. The rv lead was explanted and replaced. The patient was discharged.